Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, a bubble formed in primary incision during laser assisted cataract surgery causing a descemets separation. The patients visual acuity is compromised. Additional information received, the patient is currently using a topical corticosteroid and reports improved vision..

Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the system contributed to the reported event. Thus, surgical technique or patient anatomy should not be ruled out as a possible cause or contributing factor to the event. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively (B)(4).